Manufacturer narrative:
Evaluation summary: on an x-ray of the pt's right femur that was provided for review, it appears that there is a periprosthetic fracture of the femur; however, the stem does not look affected. The fracture occurred halfway down the implant. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. In general, pt factors that may affect the performance of the components include bone quality, height/weight, activity level, type of activity (low impact vs high impact), relevant medical history, and adherence to rehabilitation protocol. A letter dated (B)(4), 2011 states that the fracture was caused by weakening of the femur prior to revision. It is unk if the stem caused the femur to weaken. With the information provided, a definitive root cause could not be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened.

Event description:
It is reported that the pt experienced fracture of right femur.